Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip of the blade joint on the maryland bipolar forceps exhibited thermal damage. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. Additional observation related to customer reported complaint: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint regarding thermal damage at the tip blade joint was confirmed by failure analysis.